Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - two weeks after the implantation, loss of capture was reported. No deterioration of the patient's state of health was reported. The device was explanted.